Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that when she attempted to bolus the numbers kept scrolling. The customer was unable to bolus. The esc and act button on the insulin pump were unresponsive. Customer's blood glucose level was 102 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.